Event description:
It was reported in an abstract that a nation-wide, multicenter questionnaire for complications of balloon kyphoplasty procedures (bkp) was conducted to examine 2,743 cases (out of 164 institutions) which responded to the questionnaire (response rate: 40%). The examined cases consisted of patients in their 50s (2%), 60s (11%), 70s (45%), 80s (38%), and 90s (3%). The treated levels were t5-t7 (1%), t8-t10 (5.4%), t11-l2 (72.5%), and l3-l5 (15.3%). The times from onset of fracture or back pain to treatment with bkp were within 4 weeks (11%), 4-8 weeks (24%), 8-24 weeks (42%), and 25 weeks or longer (23%). It was reported that balloon rupture(s) occurred intra-operatively in an undisclosed number of patients. No symptoms associated with the ruptures were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.